Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was inadvertently dropped. An unidentified malfunction alarm occurred and the pump touchscreen had no display. Customer's blood glucose was within range. Customer reverted to using manual injections for insulin therapy.